Event description:
It was reported that during a da vinci s prostatectomy procedure, the pk dissecting forceps instrument tips were not coming together. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the grips tips are bent. The one grip was bent, causing side-to-side misalignment of the grips. There was a .1765 offset at the tips. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Engineering also found the distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.